Event description:
Cardiac monitor showed wide qrs tachycardia with rate 200-220 bpm. Pt was assessed, bp 130/90 alert and oriented. Rn tried to get lead ii on monitor, but monitor stayed in lead I. Pt leads and electrodes changed but did not change rhythm. Rn tried to change pt cable and when she unplugged cable, rhythm stayed on monitor. Biomed was called and they changed module. In the interim pt was connected to portable cardiac monitor and rhythms s/r with rate of 80-90 bpm.